Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) incorrectly classified three ventricular tachycardia (vt) episodes as supra ventricular tachycardia (svt) episodes and inappropriately withheld therapy. The device is still in use. No further patient complications have been reported as a result of this event.